Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced no external power alarms while connected to the mobile power unit (mpu). The patient stated that the mpu still had the green power light illuminating during the event. The patient switched to battery power after this event. Log files were submitted for review and captured multiple low power, power cable disconnect, and no external power alarms on (B)(6) 2026 and (B)(6) 2026 while the patient was connected to the mpu. Many of these appeared to be due to the patient disconnecting bother system controller leads from power. There were no other unusual events recorded in the log file event history. The patient stated that there was no double power cable disconnect. The patient brought the mpu to clinic, yet the alarms were unable to be reproduced on the mpu. Another no external power event was seen while patient was on battery power. It was later reported the patient suspected the outlet loss power during the event due to work being down in their building at that time. The patient has not had any further alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of atypical low voltage, power cable disconnect, and no external power alarms were confirmed via the provided log file. The log file captured all three of these alarms occurring in tandem on 19apr2026 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by the voltage within both power cables dropping below the alarm thresholds, and the cause of these alarms was unable to be determined from the log file alone, as they did not appear consistent with a loss of ac power. The alarms within the log file resolved when power was restored to the system, and the pump operated as intended throughout the data. The mpu (serial number 65074) was not returned for analysis. Available information for this event indicates that the alarms had resolved, and that the mpu remains in use. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their system controller, including alarms associated with low voltage, power cable disconnect, and no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.